Event description:
It was reported that an ilet device became unresponsive to touch input, with photo and video evidence showing the touchscreen not registering touches and a hairline crack at the bottom of the device; the reported problem aligns with an unresponsive input interface and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input interface affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.